Event description:
A malfunction was reported on a pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue happened again. The customer acknowledged and understood the instructions.